Event description:
I had a hernia mesh prolene implanted in me, it broke and infected my bowels causing me to have another surgery to have it taken out and ended up with an ostomy. Reason for use: hernia repair. Add'l date: (B)(6) 2009.

Event description:
Additional info received from rptr (B)(6) 2012: I went in for hernia surgery on (B)(6) 2009 at (B)(6). My doctor was (B)(6). They wanted to repair my recurrent hernia and they put prolene mesh in me. After surgeries I went back to the room. They said everything went well. Then the next day I had a fever of 103. They told me I had an infection. That day they started running tests on me and my fever would not go down, so this went on for another week. While I was running a 103 fever, they told me that they were going to bring me in for surgery. They were afraid something was wrong, so they did that and I woke up with an ostomy bag and they did not tell me that this was going to happen to me. I had no knowledge of what this was. I found out after, that the mesh broke inside of me and went to my fistula and that's how I had the infection. I stayed in the hospital for a few more months, went home with the ostomy on. I had to have nurses come in twice a day to bandage my wounds from both surgeries. After the first week I was home, I became really depressed, was thinking of suicide so I wasn't eating anything. I lost a lot of weight. I was (B)(6) when I went into (B)(6). When I was home, I was (B)(6). I ended up having kidney failure and almost died. My mom brought me to (B)(6) where I spent a month or so there. I ended up going back home, still with nursing until I went for surgery on (B)(6) 2010. I got a reversal of the ostomy and I was fine after that , but a few months later I got more hernias and went to another doctor because I fired dr. (B)(6). I went to dr. (B)(6) in (B)(6). He told me that it would be impossible for me to ever have surgery again because I have no more scar tissue or stomach wall left to operate with now. I have to live with these hernias and be in pain all the time. They have me on pain medicine and it will be for the rest of my life or until a hernia burst and I die. A few months ago, I started doing research on this, trying to figure out what (B)(4) went wrong. I find in my past surgeries, they used recalled mesh marlex and I kept on having to go back for hernia repairs. So I am trying to get a lawyer so I can sue prolene for what happened to me and I can never work again ever or lift anything above 20 lbs.